Event description:
It was reported by the customer that their insulin pump's belt clip had broken. Customer also stated having a blood glucose level of 38 mg/dl due to their schedule change and a change in their eating habits. Nothing further reported.

Manufacturer narrative:
It was reported by the customer that their insulin pump's belt clip had broken. Customer also stated having a blood glucose level of 38 mg/dl due to their schedule change and a change in their eating habits. Nothing further reported.